Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak from the reagent probe a and b of their unicel dxc 600 synchron clinical system. About 10ml of fluid was leaking from the two reagent probes and dripped onto the reagent carousel area. The leak was contained inside the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. The customer indicated the instrument had generated erroneous cr-s and tbil results, but the results were not reported outside of the laboratory. The customer was requested to provide data but indicated they did not have any sample reports showing the original erroneous result and the rerun result.

Manufacturer narrative:
A field service engineer (fse) went on-site and found fluid draining from reagent probe a and b. Fse replaced the reagent vacuum valves, bubble generator, a/b switch and a bent mixer paddle. The cause of the leak is unknown. Fse replace multiple hardware components which resolved the issue. There have been no further complaints from this customer to date. Per customer, this was the third incident that their unit has had the occurrence where both reagent probes leak fluid onto the reagent carousel tray area of the analyzer. Previous incidents mentioned by the customer have been documented in 2050012-2012-01830 and 2050012-2012-01836.